Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 660i synchron access clinical system gave erroneously low results for sodium (na) for four pt samples. This report is for the second pt sample. The erroneous results were reported out of the lab. There were no changes to pt treatment as a result of this event. There were no reports of death or serious injury. The customer stated that a physician questioned the low na results and the sample was rerun on the same analyzer and on the lab's dxc 600 analyzer. Both of these results were even lower. The sample was rerun on both analyzers again and the results were higher. An amended report was issued. The ion selective electrode (ise) system is routinely calibrated every 24 hrs. Quality control (qc) samples are run every 8 hrs. Qc results before and after each event were within the lab's established ranges.

Manufacturer narrative:
A bci field service engineer (fse) evaluated both the dxc 660i and the dxc 600 systems and confirmed that the systems were running within specifications. The customer stated that they believe that the problem is due to poor sample handling at one physician's office. The root cause is unk but is likely associated with user error. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add'l reportable events. This MDR represents event 2 of 4 reported by this customer.